Event description:
Related manufacturer report number 3006705815-2023-08513. It was reported the patient¿s lead had impedance. X-ray showed possible fracture and migration. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of lead a found all internal wires were broken. The fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.